Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a patient check the electrocardiogram (ECG) graph was not displayed. The programmer was restarted and the issue resolved. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was not able to confirm the reported event. The hard drive was found at 99% and was replaced, then the programmer did not boot. Analysis also found the power cord bay assembly was damaged.

Manufacturer narrative:
Corrected information: no eval explain. If information is provided in the future, a supplemental report will be issued.